Event description:
It was reported that when beginning a prostate procedure, prior to use of the surgical fiber, the laser console displayed an error 213 which could not be cleared. The greenlight procedure was cancelled and the case performed using an alternate surgical procedure (conventional turp). Patient outcome: "ok" - there was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the 213 error code relates to the laser power; the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.